Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The unit was unable to be verified for failed battery or weak battery alarms due to the blank display. The following cosmetic damage was also noted: a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a weak battery. The patient's blood glucose at the time of incident was 157 mg/dl. The customer replaced the battery but the pump wouldn't come back on. The customer then replaced the new battery with another unused battery and received a failed battery test alarm. Troubleshooting was initiated for the failed battery test alarm. The customer did not recall any significant events leading to the battery issues, and when the battery was replaced yet again the screen went blank. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.